Event description:
It was reported that the device's ac module intermittently loses connection. There was reportedly no patient involvement.

Event description:
It was reported that the device's ac module intermittently loses connection. There was reportedly no patient involvement.